Event description:
During a coronary drug-eluting stent treatment procedure, deflation difficulties were encountered. The physician was attempting to place a taxus stent in a lesion in the left anterior descending coronary artery. The balloon would not deflate and the entire system was removed in the guide catheter. No pt injuries or complications were reported. No add'l info is available at this time.